Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was recorded on the rv lead remote transmission. The lead remains implanted and decision was made to continue monitoring the patient. The patient is stable.